Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not reproduced. The device evaluation found internal battery on printed circuit board consumption and liquid adhering to the video connector contacts. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, image produced by the visera pro video system center may not be displayed. The customer reported that the device is inspected before use. There were no reports of patient harm. No further information was provided by the customer.